Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer attempted to address the elevated blood glucose and occlusion alarm with a pump bolus, however, the customer did not clarify if insulin therapy was resumed.